Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, two opening assessed as fold flaw opening. Capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, and non-penetrating was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.6, d.9, h.3, h.6.

Event description:
Healthcare professional reported a left side rupture at the time of surgery. Healthcare professional reported capsular contracture baker grade ii. Device has been explanted.

Event description:
Healthcare professional reported, a left side rupture at the time of surgery. Healthcare professional reported, capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.